Manufacturer narrative:
The insulin pump was received with missing retainer ring and reservoir tube o-ring. The pump was received with minor scratched lcd window and case. The pump was received with peeling serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of damage in the reservoir compartment of the insulin pump. The customer's blood glucose reading was unknown. The nurse and mother stated that the rubber ring in the reservoir compartment has fallen off. The customer was not sure of what lead to the event. The customer will be sent a replacement pump.